Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, customer continued to use the pump for insulin therapy.